Event description:
It was reported that the device went into safety mode and reset itself. The caller reprogrammed the device to vvir due to atrial fibrillation. The device is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.